Manufacturer narrative:
Result: foot board assembly.

Event description:
It was reported by service report that the foot board was broken. It is unknown if there was patient involvement or if there are adverse consequences to report.